Event description:
Complainant alleged that during biomed testing the device failed to discharge during the 30 joule self-test. Complainant indicated that there was no patient involvement in the reported malfunction.